Event description:
It was reported the epg (external pulse generator) was dropped off a bed and had extensive case damage, but it was still functional. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery flex and main printed circuit board are contaminated. Lcd (liquid crystal display) out of specification (gasket seeping out). Battery contacts are compressed. Battery release, heart block, heart wire contacts are contaminated. Battery drawer, lead flex cover, and two side bail covers are broken. Upper and lower cases are broken/contaminated. Keyboard pad has a cosmetic issue and is contaminated.